Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in (B)(6) 2010 and an mesh was implanted. It was reported that the patient experienced mesh migration through the vaginal wall. The patient underwent revision surgery in (B)(6) 2018. No additional information was provided.